Event description:
It was reported by the sales rep that the devices and reloads were used during an open gastric bypass procedure. The cartridge was locked out and when the surgeon tried to advance the firing knob only a few staples deployed. Same happened with another instrument. He then got a third instrument and had to resect the damaged portion of the jejunum before he could complete the case.